Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented due to an acute inferior wall myocardial infarction and underwent cardiac catheterization. During this procedure, the patient had an unknown size taxus express2 stent implanted in the proximal right coronary artery (rca) and a non-bsc stent implanted in the distal rca. (B)(6) 2007, the patient experienced thrombosis at the site of the stents in the rca which required medical intervention.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).